Manufacturer narrative:
Device was not implanted, device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the solopath device was used for femoral access in order to place a medtronic corevalve device. There were no complications upon insertion and inflation of the solopath in the right common femoral/iliac, but upon attempting to remove the device after deployment of the valve, the solopath could not be removed. The following information was provided by the user facility: the physicians attempted to turn the device back and forth while pulling, but the device was not moving at all, and then the hub of the device broke off completely, leaving the solopath covering the entire common and external iliac. Upon deciding there was no way to remove the solopath, the patient was taken to surgery. The surgeon cut down and sewed the device to the native artery and placed a patch on the common iliac to keep arterial flow to the right leg from the aorta, through the solopath and into the lower leg. It was reported that the patient is stable. They plan to send this patient to a university center for further intervention. It was reported that this right iliac that the solopath device was placed in had previously placed stents, both balloon expandable and self-expanding. It was reported that there was no significant blood loss.